Manufacturer narrative:
Internal file number - (B)(4). Correction: device available for evaluation evaluation summary: a visual inspection was performed on the returned device. The reported detachment of the device and kinked shaft were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during loading of the 3.25 x 18 mm xience xpedition stent delivery system onto the balance middleweight universal guide wire, before entering the anatomy, the stent delivery system kinked and the device shaft broke into two pieces. No resistance was noted during advancement; however, it was reported that the stent delivery system may have been advanced with too much force. The stent delivery system was not used and was removed from the guide wire. The guide wire was able to be used with a new xience xpedition without issue. No additional information was provided.